Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. In this case, there was no reported product deficiency. Dissection is a known adverse event listed in the vision instructions for use. Dissection can be influenced by several factors, including but is not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the distal left anterior descending (lad) artery with moderate tortuosity and moderate calcification. Pre-dilatation was performed. A 3.0 x 28 vision was deployed at the proximal to mid lad; however, a dissection was observed. An attempt was made to treat the dissection with a 3.0 x 18 vision, but the device would not cross. A 2.75 x 15 vision was then used to treat the dissection and the procedure was completed. There were no adverse patient effects reported. No additional information was provided.